Event description:
According to the reporter, during use, the markings of the endotracheal tube wore off after being taped a couple of times. The depth and the exact placement of the tube were not confirmed. The patient had a satuation issue and was coughing and was unable to move the tube and re-tape due to a lack of markings. The patient had an unplanned extubation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.